Event description:
The customer reported that the spo2 alarm did not ring. No pt harm was reported.

Manufacturer narrative:
(B)(4): the customer reported that the spo2 alarm did not ring. No pt harm was reported. Based on the issue description, when the pts' saturation was 80%, there was no pt harm; but this has not yet been confirmed. Philips does not yet know the duration of the low spo2 or if the user configured delay and averaging time. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.